Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and hospitalization. The customer's blood glucose reading was over 500 mg/dl. The customer was hospitalized for diabetic ketoacidosis. The customer was treated and released. The customer was hospitalized for low readings on (B)(6) but stated that she was not using the pump but pens instead. The customer declined to troubleshoot for the pump.